Manufacturer narrative:
A patient experiencing low impedance was reported to abbott. The patient's lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6).

Event description:
It was reported that during an scs permanent implant procedure on (B)(6) 2025, system diagnostic recorded low impedances. Patient experienced motor deficits and uncomfortable stimulation that was exacerbated by movement. As a result, the device was explanted. Reportedly, patient¿s symptoms have resolved.